Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a normal pacemaker change procedure. During the procedure, the physician noted that the right ventricular lead had exposed wires due to a gap in lead insulation. The physician then repaired the lead with lead cap and medical adhesive. The lead was tested and the parameters were found to be within normal limits. The patient was in stable condition throughout the event.